Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor moved to the surface of the skin, causing an infection. The device was explanted. No patient complications have been reported as a result of this event.